Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: sample was received and evaluated. During sample evaluation the plate was able to be opened and closed without any issue. Tie strap did not interfere on the correct function of the locking mechanism. No damaged/broken components that could relate to the defect reported by customer could be observed. The plate was opened and closed ten times to verify that the locking mechanism was working properly. Sample was found in good condition. Sample received was inspected to the potential contribution factors described above. Defect could not be observed/replicated on the sample received since plate was able to be open and close without any issue. Based on the present analysis, it is determined that the reported complaint is not observed/replicated and based on the information provided it couldn't be related to the manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used. The reservoir could not be locked. Further details are not provided there were no adverse consequences to the patient.